Event description:
It has been reported to philips that the system could not produce x-rays as the ip-pc had a boot failure. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the faulty ip-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to emit radiation. Review of the system log file showed that the ippc was not started resulted in the system not being able to complete the startup sequence. Fse replaced the ippc and reinstalled the software. After replacement of the ippc and reinstallation of the software, the system was returned to use in good working order.